Event description:
Three reusable tibial tray impactor tips were returned. The impactor tips had broken at the point where the tips connect to the impactor handle.

Manufacturer narrative:
Inspection of the three tips indicates that there is a specified radius below tolerance at the bottom of the connection post where the fracture occurred. A horizontal groove was present across the connection bore on each tip.